Event description:
The complaint was reported as: the customer alleges that the circuit lost the blue plug on the wye causing the ventilator to alarm. No report of pt injury.

Manufacturer narrative:
A visual, dimensional and functional investigation of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. A device history record review (DHR) could not be conducted since the lot number was not provided. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.